Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Multiple right ventricular (rv) lead noise reversions were noted. The lead was capped and replaced on (B)(6) 2019. Implanting physician noted before detaching chronic rv lead from device header that it appeared securely fastened by set screw with no discernible appearance of lead abrasion. Fluoroscopy inspection of distal portion of lead revealed placement within rv apex with no evident abnormalities. The patient was stable.